Event description:
Complainant alleged that while attempting to defibrillate (B)(6) mal pt, the clinician indicated that when the user followed the device's CPR feedback, the CPR depth compressions were too deep causing injury to the pt. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.